Manufacturer narrative:
Pump failed to boot up once installing aa battery, blank display was noted. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test, and displacement accuracy test due to blank display. Test p-cap and reservoir locked properly into the reservoir compartment, however, a cracked retainer ring at the knit line was noted during visual inspection. Unable to download pump history files and traces using thump software due to blank display. Pump was cut open to perform visual inspection and found the j7 connector not plugged in properly. Once installing j7 connector, plugged in a aa battery and pump booted up properly. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked retainer, and retainer knit line damage. Unable to verify customer's complaint for high bg's. Blank display was confirmed during testing due to a j7 connector not plugged in properly. Unable to download pump history files and traces due to blank display. Battery cap damaged was confirmed during visual inspection. Retainer ring damage was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and blank display, battery cap broken/cracked/damaged. The customer reported blood glucose value of 570 mg/dl. The event involved product(s) mmt-242a, mmt-332a, mmt-7040a, mmt-1884. Troubleshooting was performed for reported allegations. No further patient complications were reported. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.